Event description:
It was reported that upon kit inspection during a workshop, the reciprocating saw adapter was non functional. The device was not being used for pt treatment and there was no report of pt injury.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.